Manufacturer narrative:
Intermittent button response due to moisture damage found on keypad traces. No button error alarms or unexpected beeping noted. Unit had cracked reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.